Event description:
It was reported that the device, with 2 fresh, fully-charged batteries in it, powered itself off as soon as it was powered on. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device; however, the reported failure was not verified, nor duplicated. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.